Event description:
A malfunction code labeled malf 12 was reported by the customer, but there were no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, suggesting there was no adverse impact. Technical support provided instructions on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support again if the issue reoccurs, which the customer acknowledged and understood.